Event description:
It was reported that a customer experienced a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Before contacting technical support, the customer had already loaded a new cartridge onto the pump and successfully resumed insulin therapy, resolving the issue.